Event description:
On 10/22/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-8400td torpedo piece came loose during use. This issue did not result in patient harm. This was discovered during a procedure in july of 2024. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.